Event description:
During an aortic arch dissection repair, it was reported a continuous blood leaking with a knitted graft used as a bridge for arterial cannulation. It was, however, also reported that the event had no consequence or sequela to the pt and that aortic dissection was repaired.

Manufacturer narrative:
Note: no facility number has been assigned to this report. It was not possible to analyze the returned graft since it was blood contaminated and poorly preserved. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of eight products coated on the same day than the complaint device indicated values well within prod specs. On (12/31) a retention sample issued from the same collagen-coated intermediate prod as the complaint device underwent water permeability testing. Test result indicated a value well below product specs. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective. Please note that the device was not used in an approved indication, and that knitted grafts are contraindicated for use in the thoracic aorta as per product instructions for use.